Event description:
It was reported, the pt complained of pain in the left buttock where her ipg is located. She stated, she feels pain in the buttock area whether stimulation is on or off. She reported, she was involved in a car accident on (B)(6) 2012 and the pain began after the accident. It was reported x-rays have been ordered. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.